Manufacturer narrative:
Additional information: (serial number) has been updated based on the returned product. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A caller reported that a customer reported receiving lower readings from the adc freestyle libre sensor scan in comparison to readings obtained on a hcp meter. Customer experienced confusion, nausea, increased thirst, dehydration, and difficulty breathing. Caller also reported that the customer had a gastrointestinal virus at the time of the event. Customer was seen at a hospital on (B)(6) 2019 where sensor scan results of 250 mg/dl, 330 mg/dl, and 175 mg/dl were obtained and were lower than readings of 560 mg/dl, 660 mg/dl, and 340 mg/dl obtained on the hcp meter. Customer was treated with intravenous insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that a customer reported receiving lower readings from the adc freestyle libre sensor scan in comparison to readings obtained on a hcp meter. Customer experienced confusion, nausea, increased thirst, dehydration, and difficulty breathing. Caller also reported that the customer had a gastrointestinal virus at the time of the event. Customer was seen at a hospital on (B)(6) 2019 where sensor scan results of 250 mg/dl, 330 mg/dl, and 175 mg/dl were obtained and were lower than readings of 560 mg/dl, 660 mg/dl, and 340 mg/dl obtained on the hcp meter. Customer was treated with intravenous insulin. There was no report of death or permanent injury associated with this event.